Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2014 with the following findings: the text on the display screen was dim and discolored with the contrast set at the maximum. Unrelated to the original complaint, the battery compartment was cracked. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had a display issue with a dim/faded/color spectrum. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.